Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent cartridge change errors occurred during the load sequence with multiple cartridges. The customer's blood glucose level was 187 mg/dl. Reportedly, the customer has manual injections available as alternate insulin therapy.